Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas user experienced intermittent unresponsiveness of the device¿s sleep/wake button, occurring about once daily and preventing screen wake and device unlocking when away from a charger. Symptoms included difficulty accessing the device interface due to the unresponsive button. Outcomes included user inconvenience and interrupted access to therapy operations when the screen could not be awakened. Investigation included user counseling to monitor the behavior and submit a video demonstrating the failure for further assessment, and verification of the shipping address for a potential replacement. Investigation of this case revealed that the device was functioning at the time of the call and that no third-party cases or screen protectors were in use, suggesting a sporadic mechanical or electrical actuation issue localized to the sleep/wake button. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional evidence such as device performance documentation or product return.